Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2008. D314trg ICD, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead had chronic high pacing thresholds and was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.